Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 497 mg/dl. The customer treated with insulin injection. The customer mentioned blood glucose of 300 mg/dl during the night on sunday. Troubleshooting was not performed. The product was not returned for analysis.